Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that customer was in emergency room due to diabetic ketoacidosis and high blood glucose with blood glucose was over 500 mg/dl. The customer's high blood glucose treated with insulin and fluid.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they did gone to hospital due to diabetic ketoacidosis. The customer blood glucose level was unknown. Customer also stated that insulin pump had failed battery alarm. The device will not be returned for analysis.